Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. T8 stick fit hexalobe driver (part number 80-0759) and the driver tip were returned for evaluation. The returned driver and driver tip were examined visually under magnification. The driver exhibited a torsional, oblique fast fracture, which occurred in the hexalobe portion of the driver tip. The returned broken tip showed some twisting and deformation of the lobes. The broken tip portion measured 0.113" long and the driver measured 3.335" long. These values could not be added together to get full length as the oblique nature of the fracture caused one longitudinal piece of the device to break on each side. It is uncertain how much of the driver tip was inserted into the screw, so engagement could not be discerned. As reported, the failure happened during removal. The removal brochure is very specific about removal techniques. If ossification between the titanium and bone has occurred and removal with the driver causes resistance, then the next option, an easyout, is recommended. In addition, the screw head hexalobe portion needs to be cleared out for proper insertion depth of the hexalobe driver's tip. Based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during a routine removal surgery, the 80-0759 t8 stick fit hexalobe driver tip broke. The surgery was completed with no delays. There were no adverse patient consequences reported.